Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the notch on the body of the catheter that aids with insertion did not line up with the curve of the tiemann catheter tip. The patient experienced pain while using the catheter. No patient injury was reported.

Manufacturer narrative:
The reported event was confirmed. A urethral catheter tiemann model coude tip intermittent catheter was returned for evaluation. The sample was received open and with original packaging. The sample was in good condition. Visual observation noted a bulbous tip and an indicator dot that was not aligned with the coude tip. There were no other obvious defects. The indicator was secured between thumb and finger and the direction of the coude curve was observed to be to one side of the indicator. The indicator is intended to be inline with the direction of the coude curve. The catheter shaft was able to be straightened with light pressure and the indicator was in line with the direction of the coude curve. However, when the pressure was removed, the catheter returned to its twisted configuration. It appeared that the latex cured or settled in a manner such that a twist in the shaft was created, which offset the indicator from the direction of the coude curve. There is not a tolerance for variation in the direction of the coude curve relative to the indicator, only that the indicator must be present. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: for urological use only. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Caution: this product contains natural rubber latex which may cause allergic reactions. Warnings: on latex and red rubber catheters, do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to failure, and/or to injury, illness or death of the patient. Note: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. Gently insert rounded end of catheter into urethra. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands."

Event description:
It was reported that the notch on the body of the catheter that aids with insertion did not line up with the curve of the tiemann catheter tip. The patient experienced pain while using the catheter. No patient injury was reported.